Event description:
It was reported that "an incident occurred on (B)(6) 2025 in the operating theatre, during the replacement of the infusion line of one patient. A three-way stopcock extension had been connected to one of the lumens of the patient's central venous catheter. This lumen was used to administer rehydration fluids and cyclosporine. When changing the infusion line, the male connector of the extension showed significant resistance when attempting to disconnect it from the female connector of the catheter. The nurse had to apply slightly more force than usual (while remaining cautious and wearing gloves), which led to the male connector breaking off inside the female connector of the catheter. As a result, the team had to remove the central line, and the patient was switched to a peripheral venous access. We recovered the central venous catheter in question, which showed no venous return on this line prior to removal." There were no notable clinical consequences, especially since the patient was scheduled for discharge within the next 3-4 days. The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. Visual analysis shows a 3-lumen cvc catheter and a downward view of the distal luer hub. A separated piece of plastic (presumed to be the stopcock connector based on the customer description) is visible inside the distal luer hub. White stress marks are also visible. Per the customer report, the rest of the stopcock was not shown in the image. The report of a broken fitting was confirmed from the photo; however, visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter for analysis. A luer hub cap was attached to the medial(blue) luer hub and a clear tubing was connected to the proximal (white) luer hub. It was noted that without excess force, these components could not be removed from the luer hubs. Visual and microscopic examination revealed excess hardened white material, likely broken portion of luer attachment, inside the distal luer hub. The remainder of the broken stopcock attachment referenced in the customer report was not returned. The returned sample could not be functionally tested, as a syringe could not be attached to the distal luer hub. A manual tug test confirmed each luer hubs were secure to their respective extension lines. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The customer report of a broken non-arrow stopcock was confirmed by investigation of the returned sample. Visual inspection of the returned catheter revealed a foreign body stuck within the distal luer hub consistent with the separated male luer of a stopcock reported by the customer. The appearance of the damage is consistent with overtightening of the attachment; however, without the attachment returned, it cannot be determined if it was a compatible, arrow brand component, or how the component was secured to the luer hub. Based on the customer report and the condition of the sample received, the root cause is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "an incident occurred on (B)(6) 2025 in the operating theatre, during the replacement of the infusion line of one patient. A three-way stopcock extension had been connected to one of the lumens of the patient's central venous catheter. This lumen was used to administer rehydration fluids and cyclosporine. When changing the infusion line, the male connector of the extension showed significant resistance when attempting to disconnect it from the female connector of the catheter. The nurse had to apply slightly more force than usual (while remaining cautious and wearing gloves), which led to the male connector breaking off inside the female connector of the catheter. As a result, the team had to remove the central line, and the patient was switched to a peripheral venous access. We recovered the central venous catheter in question, which showed no venous return on this line prior to removal." There were no notable clinical consequences, especially since the patient was scheduled for discharge within the next 3-4 days . The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "an incident occurred on (B)(6) 2025 in the operating theatre, during the replacement of the infusion line of one patient. A three-way stopcock extension had been connected to one of the lumens of the patient's central venous catheter. This lumen was used to administer rehydration fluids and cyclosporine. When changing the infusion line, the male connector of the extension showed significant resistance when attempting to disconnect it from the female connector of the catheter. The nurse had to apply slightly more force than usual (while remaining cautious and wearing gloves), which led to the male connector breaking off inside the female connector of the catheter. As a result, the team had to remove the central line, and the patient was switched to a peripheral venous access. We recovered the central venous catheter in question, which showed no venous return on this line prior to removal." There were no notable clinical consequences, especially since the patient was scheduled for discharge within the next 3-4 days . The patient's current condition was reported as "fine".